Event description:
User reports when filling the di water reservoir, he noticed some drops of water on the counter and upon further investigation found the valve body was broken, which had occurred 2 to 3 weeks ago. User explained that he ordered a new valve body and replaced, but the water bottle is still leaking. User added they are using a spare water reservoir with no further leaks. No pt samples were affected, and operator was not harmed. If additional information is received, appropriate notification will be provided.